Event description:
It was reported that the catheter became occluded while in use on a pt with end stage copd and respiratory failure. During removal of the catheter, it separate distal to the junction hub, and the retained portion embolized at a location adjacent to the pt's heart. Anchor MFR's hemodialysis catheter was inserted for hemodialysis. The pt developed a pneumothorax, coded, and expired. It is unclear at this time whether the arrow catheter problem was a factor in the pt's death.